Manufacturer narrative:
Device evaluated by MFR: returned product consisted of emerge balloon catheter with no other devices. There was contrast in the inflation lumen and blood in the wire lumen. There were numerous hypotube and shaft kinks. Magnified inspection did not reveal any damage or irregularities. Microscopic examination presented no irregularities that could have contributed to the damage. No proximal weld damage was found. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). A 3.00mm x 15mm emerge balloon catheter was advanced to dilate the lesion. However, on the first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed using a non-bsc device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). A 3.00mm x 15mm emerge¿ balloon catheter was advanced to dilate the lesion. However, on the first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed using a non-bsc device. No patient complications were reported and the patient's status was good.